Event description:
Customer reported blood glucose of 340 mg/dl and 125 mg/dl within 10 minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event report. A request was made for the return of the system, replacement was sent.